Event description:
Blood glucose results of 4.1 and 6.6 mmol/l with a lifescan meter, performed within 20 minutes. Based on statistical methodlogy, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.